Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's alarm sound was not annunciating. Customer's blood glucose (bg) level was 780 mg/dl, and was accompanied by a high ketone level identified as dangerous by healthcare provider. Customer went to the emergency room and was subsequently hospitalized on (B)(6) 2025. Customer was treated with intravenous fluids of saline and insulin. Reportedly, the customer was released on (B)(6) 2025 with the issue resolved. System check with tandem technical support determined the pump's speaker was functioning as intended, and no other issues with the pump were identified. Customer adjusted the volume setting to high, and continued to use the pump for insulin therapy.